Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that the drain failed to function during a pre-test of the reservoir. The surgeon suspected an air leakage or a cut/slit in the drain causing an air leakage. A replacement device was obtained. No adverse patient consequences were reported.